Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm and was not able to clear. It was reported that display screen was stuck in "0". Insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected frozen screen anomalies were noted. The time advanced properly. The pump gave a button error alarm after boot up, and had intermittent button response on the esc button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.